Manufacturer narrative:
E1: initial reporter email: updated.

Event description:
It was reported that the filter could not be retracted. A 190 cm filterwire ez embolic protection system was selected for use. After stent implantation, the filter could not be retracted. The procedure was successfully completed using an additional device of the same type. There were no patient complications as a result of this event. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous artery. Perform foreign body retrieval to extract the filter using a snare. It was further reported that the device was unable to withdraw, and the carotid wallstent was implanted.

Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort has yet to be obtained. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the filter could not be retracted. A 190 cm filterwire ez embolic protection system was selected for use. After stent implantation, the filter could not be retracted. The procedure was successfully completed using an additional device of the same type. There were no patient complications as a result of this event.

Event description:
It was reported that the filter could not be retracted. A 190 cm filterwire ez embolic protection system was selected for use. After stent implantation, the filter could not be retracted. The procedure was successfully completed using an additional device of the same type. There were no patient complications as a result of this event. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous artery. Perform foreign body retrieval to extract the filter using a snare. It was further reported that the device was unable to withdraw, and the carotid wallstent was implanted.

Event description:
It was reported that the filter could not be retracted. A 190 cm filterwire ez embolic protection system was selected for use. After stent implantation, the filter could not be retracted. The procedure was successfully completed using an additional device of the same type. There were no patient complications as a result of this event. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous artery. Perform foreign body retrieval to extract the filter using a snare.